Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose level was over 400 mg/dl. The insulin pump continued to alarm no delivery after clearing the alarm. Insulin exited the insulin pump while troubleshooting. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.